Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 30 seconds, the balloon ruptured vertically in the middle. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.